Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a capio suturing device was used on an unknown procedure on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture when the physician was pulling the suture out to attempt a second placement. X-ray was ordered and the detached piece was found inside the patient. However, the physician could not locate it. It was left inside the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.